Manufacturer narrative:
All available information was investigated, and the reported unable to curve/straighten the device and unintended movement were not confirmed via device analysis. The reported difficult or delayed positioning and improper or incorrect procedure or method failure to follow steps / instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult positioning, unable to curve and unable to straighten were likely results of the reported improper or incorrect procedure or method (miskeying device). The reported unintended movement was likely a result of the reported improper or incorrect procedure or method (user curving device more than 90 degrees and user miskeying device). The reported improper or incorrect procedure or method was due to the user curving the device more than 90 degrees and the device being miskeyed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. A steerable guide catheter (sgc) was inserted through the right vena jugularis without any issue. While inserting the clip delivery system (cds), it was aligned twisted, 180 degrees and did not go down into the valve. Clip was realigned twisted 90 degrees counterclockwise and it was able to go down into the valve. It was noted that the cds was curve more than 90 degrees. After applying the "+", "a" and "m" knob, there was a reduction in tension and neither the sgc and cds were able to be controlled. Therefore, the devices were removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.